Event description:
It was reported that guidewire entrapment occurred. The patient presented with peripheral artery disease. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified anterior tibial artery. After inserting a 30g victory 14 guidewire, an opticross 18 imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, after the catheter was placed across the lesion and the device was turned on, the catheter twisted upon itself immediately, and no images were obtained. The devices were then removed together as they were inseparable. The procedure was completed with a different wire and a different imaging catheter. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. The guidewires dimensions were measured and found within the specification and the guidewires polymer jacket section has been covered by the hydrophilic coating during manufacturing process. The opticross 18 intravascular catheter was not returned for the investigation.

Event description:
It was reported that guidewire entrapment occurred. The patient presented with peripheral artery disease. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified anterior tibial artery. After inserting a 30g victory 14 guidewire, an opticross 18 imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, after the catheter was placed across the lesion and the device was turned on, the catheter twisted upon itself immediately, and no images were obtained. The devices were then removed together as they were inseparable. The procedure was completed with a different wire and a different imaging catheter. No patient complications were reported.

Event description:
It was reported that guidewire entrapment occurred. The patient presented with peripheral artery disease. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified anterior tibial artery. After inserting a 30g victory 14 guidewire, an opticross 18 imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, after the catheter was placed across the lesion and the device was turned on, the catheter twisted upon itself immediately, and no images were obtained. The devices were then removed together as they were inseparable. The procedure was completed with a different wire and a different imaging catheter. No patient complications were reported.

Manufacturer narrative:
"**UDI related data quality updates only** . This report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #." However, upon further review, it was found that the initial report was filed in error. Bsc does not have reporting requirements for this product. The device was returned for analysis. The guidewires dimensions were measured and found within the specification and the guidewires polymer jacket section has been covered by the hydrophilic coating during manufacturing process. The opticross 18 intravascular catheter was not returned for the investigation.